Event description:
It was reported that the patient's device was reading low, out of range impedances. It was noted that interoperative stimulation testing was "fine" and she responded to two modes. The health care provider (hcp) disconnected and connected the two connections and suctioned out, plus dried the extension and battery, but the impedances never changed. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 748351, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# va02xpf, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.